Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician met resistance while advancing a ruby coil into another manufacturer's catheter and retracted the ruby coil back. The microcatheter was repositioned, yet, the physician still met resistance while advancing the ruby coil and it was removed. The procedure successfully continued using additional coils. There was no report of an adverse effect on the patient.